Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported that the patient started the antibiotic treatment for the h pylori infection at the day of discharge, on (B)(6) 2018 and reported to have resolved on (B)(6) 2018. No further information was received.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 8 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a down trend in hemoglobin (hgb) which responded appropriately to transfusion. At the time of exam, there were no signs of overt bleeding. The patient reported no increase in frequency or quantity of stool. The patient is at an elevated risk for gastrointestinal bleeding (gi) given that the patient is on aspirin and therapeutic ac. Colonoscopy revealed no significant findings. A gastric ulcer in the setting of aspirin versus h pylori gastritis and associated ulcer versus arteriovenous malformation. Bright blood visualized on exam likely in the setting of known hemorrhoidal disease exacerbated by constipation and anti-coagulation. The patient was transfused with 1 unit of packed red blood cells (prbc) in a 24-hour period. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.